Manufacturer narrative:
No device returned for eval.

Event description:
Reportedly, valve explanted at implant after seeing on echo that one of the leaflets wasn't opening properly. Another valve was put in its place. No further information provided.